Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of thermogard console did not recognize the air trap was confirmed during the functional testing. The root cause of the reported complaint was a defective air trap sensor block, most probably due to overflow of saline into the air trap chamber, possibly as a result of a damaged start-up kit (suk), likely attributed to user mishandling. Unable to detect traces of saline on the air trap sensor board during testing because the user had dried the air trap sensor as a trouble-shooting step to resolve the issue. During visual inspection, there was no physical damage observed on the ivtm thermogard console. The event log review showed no significant discrepancies. The initial functional testing failed as the thermogard system could not recognize the air trap; thus, confirming the reported complaint. The defective air trap block assembly was replaced to remedy the issue. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn: (B)(4)) did not recognize the air trap. The user tried to resolve the issue by drying the air trap sensor block; however, the attempt was unsuccessful. Another ivtm system was used to initiate and complete patient treatment. No further information was provided by the customer. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.